Manufacturer narrative:
This report is being initiated following an FDA field audit and a review of our complaint file.

Event description:
A pt initially contacted pmt with a report that a non-standard size expander was leaking. The pt was directed to contact their doctor immediately to report this incident. Subsequently, pmt has repeatedly tried to contact the physician's office for additional info and to get the product returned but we have not been getting info or the product.